Manufacturer narrative:
(B)(4).

Event description:
A revision was reported due to the fact that the patient was experiencing pain and it was believed that the fracture could have been gapping. After revision, the doctor concluded that it was most likely to have happened due to patient's bone quality.